Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll precise had foreign particle is found in 20ml ll syringe foreign particle is found in 20ml ll precise syringe in intact pack in syringe barrel.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Due to no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Foreign particle is found in 20ml ll precise syringe in intact pack in syringe barrel.